Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation.  In addition, no imagery was provided by the site. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. As a result, presence of a manufacturing non-conformance was unable to be determined.  During manufacturing of the esheath, the device and its components are tested and inspected multiple times. The esheath final assemblies were 100% visually inspected by both manufacturing and quality, and no kinks were observed.  All samples from this work order passed product verification (pv) testing prior to releasing the lot for distribution. These inspections and test support that proper inspections of the devices are in place to detect issues related to the complaint events. A device history record (DHR) review was performed and revealed no manufacturing issues that may have contributed to the reported event. The occurrence rate did not exceed the control limit for applicable trend category.  A review of the instructions for use (IFU) and training manual revealed no deficiencies. The complaint sheath shaft- kinked, bent was unable to be confirmed. A review of the applicable DHR did not reveal any indications that a manufacturing non-conformance contributed to the complaint. Patient (calcification/tortuous access vessels) and/or procedural factors (sub-optimal insertion angle) can negatively impact the sheath during device insertion, resulting in resistance upon insertion of the sheath. The subsequent force used to overcome insertion difficulties may lead to over manipulation of the device and sheath shaft kinking. Per complaint description, ¿it was a challenging anatomy in an obese woman. The left subclavian artery was deep.¿ as such, available information suggests patient (calcification and tortuosity) and procedural (insertion angle) factors might have contributed to the complaint. Additionally, per IFU, ¿caution should be used in vessels that have diameters less than 5.5 mm as it may preclude safe placement of the 14f edwards esheath introducer set¿. Per the complaint description, ¿smallest vessel diameter was 5.2 mm¿, which is less than the recommended size for a 14f esheath. This likely restricted the ability of the esheath to have a smooth insertion, which could lead to a kink. Borderline vessel size compounded with presence of calcification and tortuosity may further increase the probability of a sheath kink. Available information suggests patient and/or procedural factors most likely contributed to the complaint event. However, without the device returned for evaluation, a definitive root cause is unable to be determined. Since no product non-conformances or labeling/IFU deficiencies were identified and the occurrence rate did not exceed the control limit for this trend category, a product risk assessment escalation and corrective/preventive actions are not required at this time.

Manufacturer narrative:
UDI number: (B)(4). (B)(6) registry. Investigation is ongoing.

Event description:
As reported, during tavr with a 23mm sapien 3 valve in the aortic position  via subclavian approach, there was difficulty obtaining percutaneous access with multiple needle sick¿s prior to esheath insertion. It was a challenging anatomy in an obese woman. The left subclavian artery was deep, smallest vessel diameter was 5.2 mm and non-calcified. The 1st esheath kinked while inserting it over an extra stiff wire. Exchanged for a lunderquist wire and new esheath. The 2nd esheath attempt was successful and the valve was deployed with no issues, great result with trace paravalvular leak (pvl). After esheath removal an angiography was obtained, a tear/perforation in the left subclavian artery near the primary access was noted. An occlusion balloon was inflated to obtain hemostasis and a viabahn stent was placed across the perforation with great result, it sealed the hole and the left subclavian was restored to normal blood flow.  The devices were discarded.